Manufacturer narrative:
(B)(4). On 25mar2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent. MDR # (B)(4) from customer submission.

Event description:
Via email: turned on light to test, worked, when turned off noted burning smell. Unplugged, endo was melted. Did no reach patient. New light and cord obtained, no further issues. No further information available. (B)(4). On 25mar2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Via email: turned on light to test, worked, when turned off noted burning smell. Unplugged, endo was melted. Did no reach patient. New light and cord obtained, no further issues.

Manufacturer narrative:
(B)(6) follow up: the complaint product was not returned, and photos were not provided. The supplier attempted to investigate based on the information and lot number provided. The root cause of the issue is undetermined; however, a reasonable assumption was made that the cable had excessive broken fibers which resulted in heat. The cable was worn and should not have been in use. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue. H3 other text : see h10.